Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4).

Event description:
Customer reported via phone call that insulin came out from the battery area and there was fluid in battery compartment. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.